Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but is not limited to vascular trauma.

Event description:
The following was reported to gore: on an unknown date in 2017, the patient underwent endovascular treatment of a type a chronic aortic dissection using conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, a reintervention placing addition stent grafts was performed to treat the false lumen enlargement. The patient tolerated the procedure. It was reported that the cause of the false lumen enlargement is unknown.

Manufacturer narrative:
H.6.conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to: aneurysm enlargement.